Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a balloon rupture occurred. The 80% stenosed lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. The 12mm x 3.50mm apex monorail balloon ruptured at 12atms on the initial inflation. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).